Event description:
Account alleged that the bed had an unintentional movement of the hi/low up and down after fluid was spilled on the nurse control panel.

Manufacturer narrative:
Account reported that they have decided not to have this bed repaired. Account will be trading this bed in when their new beds arrive. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.